Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs1135 showed no other similar product complaint(s) from this lot number.

Event description:
The device exhibited a detached needle housing.

Event description:
The device exhibited a detached needle housing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached needle housing is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed the needle housing was detached from the tubing of the infusion set. Use residue was observed on the returned sample, and the safety mechanism was observed to be fully activated. A microscopic observation revealed adhesive, striations, and a polished surface on the distal end of the tubing of the infusion set, indicating it is the manufactured end. Adhesive was observed within the distal end of the tubing as well as within about three quarters of the circumference of the proximal end of the needle housing. This device is a supplied component and the supplier has been notified.